Event description:
It was reported that in the ICU (B)(6) 2013, it was noted that the cvc was inserted into the (B)(6) year old male patient's subclavian, meeting mild difficulty with dilation and kinking of the swg. X-ray prior to the catheter insertion showed no wire present in the patient, and x-ray post cvc also showed no wire. This was confirmed by the ICU doctor and radiologist. However, the radiologist on (B)(6) 2013, noticed swg had in fact been retained in the patient and his finding was confirmed by x-ray. Review of all post cvc insertion x-rays show the swg was present when viewed at different scales. Wire retrieval was organized with interventional radiology via the femoral vein utilizing a snare.

Manufacturer narrative:
(B)(4).